Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer will load a new cartridge. Customer "will call back if issue persists". There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.